Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported positioning failure (leaflet grasping) appears to have been a result of challenging patient anatomy. The reported tissue damage appears to have been a result of the positioning failure (leaflet grasping). The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted that an anterior flail with a gap of 8mm was present. The clip was inserted, and simultaneous grasping was performed. However, due to the flail, the leaflets were unable to be grasped. In an attempt to grasp the leaflets, adenosine was administered. Unfortunately, the leaflets were still unable to be grasped; therefore, the clip was removed, and the procedure was discontinued. After the procedure, it was noted that the difficulty grasping caused damage to the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.